Event description:
Related manufacturer reference number: 2017865-2022-21824. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate mode switches and the left ventricular lead exhibited a failure to capture caused by dislodgement. The atrial and left ventricular leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise and mode switches was confirmed. A partial lead was returned in four pieces for analysis. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil cause by friction to the device can. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone.